Manufacturer narrative:
(B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection observed a leakage from the return line. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed at the connection between the venous end of the filter and the tube. Use of a prismaflex st100. This happened during patient use. The patient lost 100ml of blood. There was no report of patient injury or medical intervention associated with this event. No additional information is available.